Event description:
Non viable gram positive cocci in 5ml tube sterile saline. This caused an error in reading gram stain. Body fluids and tissue reported out in error. Gram positive cocci seen on gram stain never grew on pt's cultures. Dose or amount: #1: saline normal; #2: 0.85% 5ml tubes. Frequency: product # 221819. Date of use: 2007- 2008. Event abated after use stopped or dose reduced? Yes.